Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches") and alopecia ("hair loss"). The patient was treated with surgery (anticipated or scheduled date: 2019 for removal of essure). At the time of the report, the dyspareunia, rash, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, migraine, rash and vaginal discharge to be related to essure (ess205). The reporter commented: discrepant information of insertion date- 2006 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes by essure wires.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. This case upgraded to incident. Reporters information update. Event: rashes or skin conditions were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), alopecia ("hair loss") and pelvic pain ("pelvic pain "). The patient was treated with surgery (anticipated or scheduled date: 2019 for removal of essure). At the time of the report, the dyspareunia, rash, vaginal discharge, fatigue, migraine, alopecia and pelvic pain outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, migraine, pelvic pain, rash and vaginal discharge to be related to essure (ess205). The reporter commented: discreapant information of insertion date- 2006, (B)(6) 2007 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes by essure wires.; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Events added from pfs- pain. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.